Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A resolute onyx otw coronary, drug eluting stent was used during a procedure to treat a moderately calcified and tortuous lesion in the proximal obtuse marginal (om). The device was inspected with no issues noted. Negative prep was performed with no issues. The lesion was pre dilated. It is indicated that the device failed to cross the lesion from the svg to om. It was reported that the stent came off the device outside the patient body after removal of the device from the patient. The patient is alive with no injury.